Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned t8 stick fit hexalobe driver (part number 80-0759, batch number 566221 and 373531) were examined visually under magnification. The returned driver (batch number 566221) exhibited breakage at the male drive featured end; the broken-off tip portion of the drive featured was not returned for evaluation, meaning all further evaluation of this driver will be for the main body. The main driver bodies featured terminates in multiple fractured surfaces. The collection of multiple fractured surfaces all lay largely oblique/angled to the device axis to varying degrees. Fractured surfaces are mildly cupped. The combination of cupping on surfaces as well as the oblique angulation resulted in the fractured surface appearing to slightly spiral about the axis of the device. The fractured surfaces were lightly textured and bumpy. Regions adjacent to the fractured exhibited no stretching or necking (i.e. No signs of ductility); edges adjacent to the fractured appeared rough, jagged, and sharp. The lobes (read: edges of the drive featured did not appear to be twisted about the device axis. The drive featured did appear to be slightly bent off-axis. The returned driver (batch number 373531) exhibited deformation without breakage at the male drive featured end. The lobes (read: edges of the drive featured) did appear to be slightly twisted about the device axis. The driver featured did appear to be bent slightly off-axis. The tips of the lobes at the very end of the featured appeared to be heavily worn / pitted. Regarding the broken driver, the observed device damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode may have occurred; brittle failure may occur when unusually large torques and/or unusually large loads are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or slightly cupped fracture plane, as well as potential multiple/complex fracture plane setups, which are usually oblique/angled to the device axis; complex loading scenarios with off-axis forces applied may also result in the lobes of the drive feature being bent off-axis. Wear on instrumentation can potentially occur due to long-term use, intensity of use, and/or misuse. In some cases, wear on instrumentation may contribute to perceived difficulties during use. It is imperative that instruments are inspected where applicable for sharpness, wear, damage, proper cleaning, corrosion, and integrity of connect features both prior to and after use. If wear on instrumentation is observed and/or is impeding expected function, discontinue use of the noted instrument. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10 investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Event description:
(Report 2 of 3) it was reported during surgery that a t8 driver tip broke while using cocr screws. An attempt to use a 2nd t8 driver resulted in the threads on the driver tip warping and not interfacing properly with the cocr screw. The surgery was completed with a 3rd backup device with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00758 and 3025141-2024-00759.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.